Manufacturer narrative:
The reported event of a diagnostic issue was confirmed. Interrogation of the device revealed the device was at the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The cause of the diagnostic issue was not confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the patient's implantable cardiac monitor exhibited a longevity calculation anomaly. The patient's device was removed and replaced. The patient was stable.